Manufacturer narrative:
The customer complaint of "system error, out of service, revert to manual CPR" message was confirmed during review of the retrieved archive data and functional testing of the returned autopulse platform (sn: (B)(4)). The reported issue was due to a software logic related fault resulting in a failed communication between the drive train motor and the processor board. To resolve the issue, an autopulse vision software was used to clear the error message. Visual inspection was performed and no physical damage was found. Review of the retrieved archive data, found a system error message (a single event of latch error 71-motor drive train command issue) on (B)(6) 2016. However, there were no event recorded on the reported event date of (B)(6) 2016, thus confirming the reported complaint. Initial functional testing could not be completed since the reported system error message (latch error 71) appeared upon powering on the platform. After the firmware was re-installed, the platform was re-evaluated using good known reference batteries and a test mannequin. The platform passed testing with no faults found. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not yet received the zoll platform for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a message of system error, out of service, revert to manual CPR after it was powered on. There is no report of patient involvement.